Event description:
It was reported that the patient implanted with this pacemaker and right ventricular (rv) lead experienced a syncopal episode, and electrogram (egm) review revealed rv undersensing and low r-wave amplitudes around 1.2 mv. Rv undersensing was still present with rv sensitivity at 0.9 mv. Technical services (ts) discussed troubleshooting options and possible causes, recommending chest x-rays to confirm lead position and integrity. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.